Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test during pre-use check. The service engineer replaced the expiratory channel printed circuit board (pcb) according to the recommendations in the service manual. The ventilator was returned to customer and cleared for clinical use after passed functional tests. The replaced expiratory channel pcb was returned for further investigation. The evaluation of received device logs confirms the failed pressure transducer test. The first occurrence was on november 25, 2021, and the date of event will be updated accordingly. The returned expiratory channel pcb was installed in the reference ventilator. Three pre-use checks and several extra pressure transducer tests passed. Simulated use test ventilation ran for seven days with a few intermittent, probably unrelated, alarms for high pressure. The conclusion is that the reported issue could be confirmed in the received device logs. As no permanent problem was found, the root cause could not be determined. Based on the above information, this complaint has been closed. Thank you for your patience in this matter.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).